Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. A syringe needle change was performed to address the issue. Additionally, it was reported that an unspecified alarm occurred. Reportedly, customer changed the pump supplies to address the issue and insulin delivery was resumed. There was no impact to the customer's blood glucose level.